Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that parts of the display screen text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/06/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the ok keypad button was intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad was found to be intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the pump case was cracked near the upper right corner of the display. The complaint that parts of the display screen text was missing was not able to be duplicated during investigation.